Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was screwed and there were bunch of characters and they could not read it. The customer¿s blood glucose level was 59 mg/dl. The customer stated that they were trying to do a bolus and when he pull out the insulin pump from his pocket that was when he noticed the screen. Customer stated the insulin pump was neither dropped nor bumped. As per customer the screen was not frozen because when he press a button the screen will change but it could be read. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.